Event description:
It is reported particulate observed. Event description: we are contacting you because some particulates were observed during our final product inspection. Additional information: can you please provide an exact date of the event in format dd-mmm-yyyy? 13-jun-2025 & 18-jun-2025. Where exactly was the particulate located on the product? Inside or outside syringe? Inside packaging? Within the fluid path? Outside fluid path? Please provide details. Particulate observed in media preparation batch 25mf044 tsb clinimacs buffer pbs/edta (3l) with component ID: (B)(6) (bag 2 of 4), tv-sop-51818.

Manufacturer narrative:
H11 -a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
(B)(4) follow up. Particulates were reportedly observed during final product inspection. As the physical sample was not returned, a comprehensive evaluation could not be conducted. To support the investigation, two photographs and one fourier-transform infrared spectroscopy (ftir) chart were provided for assessment by the quality team. The photographs depict a particle under magnification, while the ftir analysis indicates a 10.7% match to engineered wood. No additional insights could be derived from the submitted materials. A review of the device history record was completed for material number 309653, lot 5035036. The review did not identify any quality issues during the production of this lot that could have contributed to the reported condition. No related quality notifications were found, and all manufacturing processes and final inspections were performed in accordance with specification requirements. Based on the available evidence, including the photographic analysis, the reported symptom could not be confirmed. In the absence of the physical sample, a definitive root cause could not be determined.